Event description:
A potential installation issue has been reported with our artiste linear accelerator. In the abundance of caution this issue is being reported. During a service call our customer service engineer found that the safety wire attaching the three suspension bolts for the hand control pennant was missing. The screws used by the installer did not have the necessary hole to facilitate the use of the safety wire. This issue was initially addressed as a normal service call. Upon a secondary review of our service records our (B)(4) department with the designated complaint unit determined that this issue should become a safety related complaint. As such, it was received into our complaint handling system on (B)(6) 2010 and reviewed by our internal safety committee on (B)(4) 2010 and was determined to be reportable. The event as well as potential for corrective action is pending final investigation results and root cause determination. There is no report of injury or mistreatment.

Manufacturer narrative:
The preliminary risk assessment indicates: severity: preliminary 3 (critical). The complaint behavior may potentially result in a serious injury due to falling objects. Probability: preliminary b (improbable). There is an installation procedure and yearly pm qa inspection that verifies the safety wires. Reference report source "foreign" is (B)(6). No other products are affected.